Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had broken approximately 22.6 cm distal from the catheter's strain relief. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred 10 cm from the hub. The roughly 70% stenosed target lesion was located in the moderately stenosed and severely tortuous left main (lm). The lesion was rotabladed and pre-dilated with a maverick 2.5mm balloon. Immediately after pre-dilatation, the % stenosis was 30%. Next, a taxus liberte' 3.5x28mm stent was advanced but resistance was met when attempting to cross the lesion. As the stent delivery system was removed from the patient the shaft severed 10cm from the hub. Another attempt was made to cross the lesion with a taxus liberte' 3.5x24mm stent but the same event occurred. This device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was reported as fine. However, the returned product revealed that the shaft break occurred on a portion that could have entered the patient.